Event description:
The pt was a 47-yr-old female who had a bilateral subcutaneous mastectomy in 10/87. In 4/88 the pt had reconstruction using polyurethane covered silicone gel filled breast implants. Apparently, there was a lot of pain on the right side with burning pain. The pt then developed weakness in the right arm and fatigue. The pt had to quit work in 1991 due to fatigue. Based on systemic symptoms, the pt has been recommended to remove both implants.